Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014.

Event description:
It was reported the patient experienced a right tibia fracture approximately three months post-implantation. A revision procedure is indicated to be necessary. However, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient experienced a right tibia fracture approximately three months post-implantation. The patient was subsequently revised. A plate and screw were implanted to fix the tibial fracture.